Event description:
Information was received indicating that the cuff to a smiths medical portex portex bivona hyperflex tts¿ tracheostomy tube was reported to take longer to inflate. The patient's mother indicated that resistance was met and had to push harder to insert the water; causing distress and discomfort to the patient. The mother reported that inflation and deflation of the cuff was performed prior to insertion and had the same difficulties. A trach tube change out was needed following placement but the cuff was reported to take longer to deflate. No further adverse patient effects were reported.